Event description:
It was reported that pt had c4-5 acdf in 2005. The following day there was a lot of swelling in the patients throat and minor dysphagia. X-rays showed swelling around the trachea and esophagus. Because the nondiscontinuation of plavix had now become known there was concern of a hematoma formation in the site. Pt was brought back to the or and no significant hematoma was found. There was a notable amount of swelling in the surgical site. The surgeon decided it would be best to intubate pt. And steroids were given pt. Was intubated for 4 days and extubated when the swelling had come down and they gradually improved. Deltoid weakness was almost totally resolved and pain in their arms, shoulders and the base of their neck was gone. Pt. Still complains of minor dyesthenias on and off in their forearms and fingers but only when in certain positions. Pt. Was alert and oriented, complained of continued minor dysphagia. Their incision had reduced to a normal size and strength in arms and shoulders were normal. X-rays showed good graft and plate placement (noting the makers). There is sitll some "retropharyngeal inflammatory change noted by a gap between the esophagus and vertebral bodies" though it is less than the surgeon recalls post operatively.